Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection reflin (1 gram, daily, route not reported), injection tobramycin (40mg, daily, route not reported) injection heparin (2500 iu, 0.4ml per exchange, route not reported). The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.